Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralight st w/echo device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent repair of "recurrent incisional hernia with mesh". As reported the previously placed mesh was excised and intra-abdominal adhesions with no report of adhesions to the mesh; however the sample was not returned for evaluation and medical records are not available at this time. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an umbilical hernia. As reported, a bard/davol ventralight st with echo, cat no. 5955460, lot no. Huzc0212, was implanted during this repair. On (B)(6) 2016: the patient underwent an open repair of recurrent incisional hernia with mesh. As reported, some of the findings made by the surgeon during the procedures, include: "a midline old abdominal incision was excised and the hernia sac was opened. There was scar tissue, adjacent subcutaneous tissue, fascia, skin and hernia sac. All was excised with cautery, and mayo scissors to remove this nidus. The previously placed light weight polypropylene mesh was excised from the dense ingrowth of scan and fascial tissue. The fragmented fascia of the abdominal wall was excised. The area of the excisional debridement measured approximately 15 cm x 15 cm. Adhesions were lysed to the anterior abdominal wall and omentum adherent to these tissues and the abdominal wall was removed." As alleged, the patient has been injured, sustained sever and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective st bard mesh.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent repair of an umbilical hernia. As reported, a bard/davol ventralight st with echo, cat no. 5955460, lot no. Huzc0212, was implanted during this repair. (B)(6) 2016: the patient underwent an open repair of recurrent incisional hernia with mesh. As reported, some of the findings made by the surgeon during the procedures, include: "a midline old abdominal incision was excised and the hernia sac was opened. There was scar tissue, adjacent subcutaneous tissue, fascia, skin and hernia sac. All was excised with cautery, and mayo scissors to remove this nidus. The previously placed light weight polypropylene mesh was excised from the dense ingrowth of scan and fascial tissue. The fragmented fascia of the abdominal wall was excised. The area of the excisional debridement measured approximately 15 cm x 15 cm. Adhesions were lysed to the anterior abdominal wall and omentum adherent to these tissues and the abdominal wall was removed." As alleged, the patient has been injured, sustained sever and permanent pain, suffering, anxiety, depression, disability and impairment due to the alleged defective st bard mesh. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with umbilical hernia thereby underwent repair with implant of ventralight st mesh with echo ps. (Note, operative notes were not provided in the medical record) (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with removal of mesh. Per operative notes, "the hernia sac was opened, there was scar tissue, the previously placed light weight polypropylene mesh was excised. Adhesions were lysed to the anterior abdominal wall and debridement excised." Attorney alleged that the patient had adhesions, hernia recurrence, infection, pain & suffering. Also alleged that after the second surgery, there was 10 - 12 days in and out of the hospital, still have stomach pains.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard ventralight st w/echo device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent repair of "recurrent incisional hernia with mesh". As reported the previously placed mesh was excised and intra-abdominal adhesions with no report of adhesions to the mesh; however the sample was not returned for evaluation and medical records are not available at this time. Recurrence and adhesions are known inherent risks of hernia repair surgery and are identified in the adverse reaction section of the instructions-for-use as possible complications. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about month post implant of ventralight st using echo ps, patient was diagnosed with inflammation, adhesion, granuloma, scar tissue and hernia recurrence thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list inflammation as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Corrected field: h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.